Event description:
Numbness in hands and feet [hypoaesthesia], tingling in hands and feet [paraesthesia], joints are going [arthropathy], vomiting [vomiting], urine has strong smell [urine odour abnormal], severe pain in abdomen [abdominal pain]. Case description: a regulatory authority representative reported that they were notified that an adult consumer, gender and age unspecified, used fixodent denture adhesive, form/version unknown or polident, twice daily to keep dentures in (B)(6) 1989 through 2009 and reported the following: numbness in hands and feet, tingling in hands and feet, joints are going, severe pain in abdomen, vomiting and unable to keep food down most of the time, and urine has a strong smell. Health care professional was visited. Treatment: multiple surgeries on hands and abdomen. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.